Event description:
It was reported that the ventricular lead impedance and thresholds had risen and remained high. Unipolar measurements for the lead were within normal limits, so the lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.